Manufacturer narrative:
Diopter: -12.50. (B)(4).conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens with -12.5 diopter in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault. The lens was exchanged for a longer length lens with a similar diopter size. This resolved the problem. Post-op visit on (B)(6) 2014, patient's bcva was 20/20.